Event description:
The user facility reported that after a patient procedure, flakes of the rubber portion of the harmony light bezel switch assembly were found during clean up. The flaking was not observed during the procedure and the procedure was completed successfully. There were no delays and no injury was reported to the patient.

Manufacturer narrative:
A steris service technician inspected the lights and confirmed that the material on the lighthead switches was delaminating. The technician replaced the bezel switch assembly, tested the lights successfully and returned them to service. The lights of the reported event are not under steris service contract and are maintained and serviced by a 3rd party biomedical service. The lights are approximately 9 years old. The cleaning agent utilized by the user facility is not validated for use with steris equipment. The operator manual states pp (1-3): cleaning and disinfecting agents used on this lighting system must be certified by their manufacturer to be compatible with the following materials: polycarbonate, polyetherimide, santoprene." "Use only recommended cleaning/disinfecting and/or anti-static agents on this light. Some degree of staining, pitting and/or discoloration could occur if a phenolic-, iodophor- or glutaraldehyde-based disinfectant is used on the surfaces of this lighthead. Also, use of alcohol or aerosol spray cleaner/disinfectants containing a substantial amount of alcohol in the formula can damage he polycarbonate lens." The maintenance manual further states pp (6-1): "cleaning equipment: disinfectant cleaners such as: germicidal surface wipes disinfecting/ deodorizing/cleaning wipes (available from steris)." "Use of any disinfectant solution other than those listed here may cause discoloration or deformation of the lens surface: germicidal surface wipes disinfecting/deodorizing/cleaning wipes. Cleaning solutions other than those listed have not been tested for compatibility or effectiveness. Always follow manufacturer instructions for concentrations and use of cleaning products." Steris has determined that this is an isolated event.